Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturing reference: 3005334138-2020-00103. During a procedure, a device entrapment occurred. Following placement and movement of the advisor catheter, the device became entangled in the supreme catheter. The sheaths were retracted and the catheters were cut apart to remove. The advisor was replaced and there were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported entanglement could not be confirmed.